Event description:
It was reported that a patient presented to clinic and interrogation was performed, the pacemaker (pm) exhibited radiofrequency (rf) telemetry issue identified by an excessive telemetry rf alert. The rf telemetry was re-enabled afterwards. The patient had no consequences.